Event description:
Follow up information the patient underwent a drg trial on (B)(6) 2017 and then underwent a drg permanent implant on (B)(6) 2017. The patient chose to not replace the scs system but to move forward with a drg system thus no further intervention will be undertaken on the scs system

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports she has not recharged or received stimulation in approximately a year. In addition, the patient reported she left the ipg on until it turned off on its own. Surgical intervention may be pending to address the issue.